Event description:
It was reported that the patient experienced cuff erosion with their artificial urinary sphincter. The system was removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device evaluated by MFR: device evaluation the complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced cuff erosion with their artificial urinary sphincter. The system was removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.